Manufacturer narrative:
Pump passed the displacement test and self test. No unexpected missing segments, partial display or gray screen with the phantom lines noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had grey screen with phantom lines on the display. The customer's blood glucose level at the time of the incident was 220 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.